Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A optometrist reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. She stated that the surgeon did not believe that the iol was a contributing factor. At the reporter's request the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the reporter's request the surgeon was not contacted. (B) (4). (B) (4).